Event description:
An inaccurate high reading. Customer obtained a laboratory result of 91 mg/dl and a blood glucose result of 400 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.